Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited 2 high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. Shock impedance measurements in clinic were noted to be within normal limits at 66 ohms and no noise was able to be produced. It was reported that the patient recently moved to a new home and the out of range measurements occurred around the time of moving to the new home. Potential electromagnetic interference (emi) was suspected. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. It was reported that this ICD and rv defibrillation lead later exhibited a low out of range shock impedance measurement less than 20 ohms. Technical services (ts) discussed the potential of emi and discussed having the patient complete a remote home interrogation to review subsequent measurements and also discussed the potential of in clinic assessment. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited 2 high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. Shock impedance measurements in clinic were noted to be within normal limits at 66 ohms and no noise was able to be produced. It was reported that the patient recently moved to a new home and the out of range measurements occurred around the time of moving to the new home. Potential electromagnetic interference (emi) was suspected. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. It was reported that this ICD and rv defibrillation lead later exhibited a low out of range shock impedance measurement less than 20 ohms. Technical services (ts) discussed the potential of emi and discussed having the patient complete a remote home interrogation to review subsequent measurements and also discussed the potential of in clinic assessment. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited 2 high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. Shock impedance measurements in clinic were noted to be within normal limits at 66 ohms and no noise was able to be produced. It was reported that the patient recently moved to a new home and the out of range measurements occurred around the time of moving to the new home. Potential electromagnetic interference (emi) was suspected. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. It was reported that this ICD and rv defibrillation lead later exhibited a low out of range shock impedance measurement less than 20 ohms. Technical services (ts) discussed the potential of emi and discussed having the patient complete a remote home interrogation to review subsequent measurements and also discussed the potential of in clinic assessment. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that this ICD and rv lead again exhibited high out of range shock impedance measurements greater than 125 ohms and low out of range shock impedance measurements less than 20 ohms. The out of range measurements were suspected to be related to electromagnetic interference (emi) and technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited 2 high out of range shock impedance measurements greater than 125 ohms resulting in an alert in the remote home monitoring system. Boston scientific technical services (ts) discussed troubleshooting options. Shock impedance measurements in clinic were noted to be within normal limits at 66 ohms and no noise was able to be produced. It was reported that the patient recently moved to a new home and the out of range measurements occurred around the time of moving to the new home. Potential electromagnetic interference (emi) was suspected. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.